Event description:
It was reported that a lead alert was triggered due to oversensing. The pacing impedance was also noted to be stable except for anoccasional jump. During pocket manipulation, oversensing is noted on the lead. The device was initially reprogrammed, and then detections were programmed off pending surgery. A surgery is planned to assess setscrew and evaluation impedance/coil integrity. No patient complications have been reported as a result of this event.

Event description:
It was reported that a lead alert was triggered due to oversensing. The pacing impedance was also noted to be stable except for an occasional jump. During pocket manipulation, oversensing is noted on the lead. The device was initially reprogrammed, and then detections were programmed off pending surgery. A surgery is planned to assess setscrew and evaluation impedance/coil integrity. No patient complications have been reported as a result of this event.

Event description:
The device and lead were explanted after the patient died of respiratory failure approximately three years later.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as three ventricular non sustained tachycardia episode at <=217 ms occurred between (B)(6) 2012. Five lead failure predictor high rate non sustained episodes at <= 207 ms average v-cycle occurred between (B)(6) 2012. A lead integrity alert was triggered as two patient alerts for lead failure predictor occurred on (B)(6) 2012. Varying resistance/impedance was noted as the weekly pace lead impedance trend data show various spike increases for maximum ventricular pace bi impedance from 418 to 760 ohms range between (B)(6) 2012.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was a participant in the (B)(6) clinical study.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one ventricular fibrillation episode at 210ms cycle length occurred on (B)(6) 2012.